Manufacturer narrative:
27-mar-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that when she inserted the tampon, the string came undone. No injury was reported.

Manufacturer narrative:
On 04-sep-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer contacted via e-mail and stated that when she inserted the tampon, the string came undone. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that when she inserted the tampon, the string came undone. No injury was reported.